Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR and instructions for use (IFU). A review of the device history record (DHR) for ab2000-d/serial number (B)(6) was conducted, which confirmed that there were no non conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), sj-ifu0101-00, rev. B, was reviewed. 4.3 warnings: procedure · as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: - bladder or prostate capsule perforation. 8.20 sterile: apply surgical lubricant to aquabeam handpiece shaft. Turn on irrigation and insert the aquabeam handpiece transurethrally, advance 1-2 cm past the bladder neck or median lobe. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. It was reported that the patient's bladder ruptured which was immediately repaired. The treating surgeon stated that the catheter became clotted and the bag did not drain resulting in the bladder to over-distend and rupture. The patient is doing well. Based on the information provided, plus a review of the DHR and IFU the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that post-aquablation therapy the patient's bladder ruptured and was surgically repaired. The treating surgeon stated that the foley balloon catheter, left in the patient for continuous bladder irrigation post-aquablation therapy, became clotted and the bag did not drain resulting in the bladder over-distending and rupturing. The patient is doing well. No malfunction of the aquabeam robotic system was reported.